Event description:
It was reported that four impella 5.5 pump sets were packaged with incorrect box artwork. The outer packaging displayed impella cp artwork, while the devices inside were confirmed to be impella 5.5. The distributor quarantined the affected products and provided photographic evidence verifying the incorrect box artwork.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3, e4 and g4. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial number has been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Two instances of impella 5.5 s2 being incorrectly packaged in impella cpsa boxes were reported by distributers. This issue was determined to be a labelling error of art box label swap in manufacturing due to operator error and has been escalated accordingly.